Event description:
It was reported that the device failed calibration with low flow rates out of specification. There was no patient involvement. Additional information obtained by bd representative during site visit: ¿ biomedical engineering is responsible for all pm (preventative maintenance) and repair of the alaris system devices; ¿ biomedical engineering performs some repairs, others are performed by outside agencies based on costs of services vs cost of ordering parts for repair; ¿ biomedical engineering orders alaris parts through their ordering process based on parts availability and costs; they receive parts from bd and 3rd party suppliers (this would also include 3rd party parts); ¿ the alaris system devices are due for pm in the month of march each year; ¿ the pm process is currently ongoing for the alaris system devices; ¿ biomedical engineering reports that the alaris pump modules (lvp model 8100) are failing rate accuracy testing during the pm testing below the allowable rate of 11.59 grams; o during the site visit, biomedical engineering tested a total of 6 devices; bd tested 7 devices; o 1 device was un-upgraded lvp software version 9.17.0.22 the remaining devices were upgraded to software version 12.1.2.78 lvp software version; discoveries: o biomedical engineering was performing pm testing using 2420-0007 administration sets; o biomedical engineering uses tap water to fill their IV bag; o when devices have inaccurate rates, devices are calibrated with the same 2420-0007 administration sets that are being used for pm; o during the pm testing for rate accuracy, the administration set is attached to a 3-way stopcock which is attached to a second 3-way stopcock that is attached to their pressure sensor (for patient side occlusion pressure) and lastly there is a 10-foot microbore piece of tubing is attached and run to the fluid collection container on their scale. O during testing by biomedical engineering, 4 of the 6 lvp¿s tested passed with various rates of during the individual testing of rate accuracy testing using asm software v12.3.0; o during testing by bd, 5 of the 7 lvp¿s tested passed with various rates of during the individual testing of rate accuracy testing using asm software v12.3.0; o there were some deviations between bd and biomedical engineering results as bd was using the model 8100-rcs rate calibration set for testing and biomedical engineering was using 2420-0007 administration set that they had been using for pm testing; o bd representatives were unable to observe any device that failed with a rate accuracy test lower than 11.56 grams (biomedical engineering initially reported they had seen values as low as 11.10 grams); o the one pump module displayed an initial vprm of 0.170 and was rate accuracy tested by bd the resulting values were 11.86 grams and 11.79 grams it was then tested by biomedical engineering and the resulting values were 11.70 and 11.78; o the device was then upgraded and the vpmr was again checked it was shown to be 0.170. The devices were once again tested this time just by biomedical engineering and the rate was 11.80 grams; o biomedical engineering could not actually verify with 100% assurance that the devices bd tested had failed during their initial pm testing. Biomedical engineering believed they had but they were not sure if they had failed initially, or they had just collected the devices and stopped testing due to some initial devices needing calibration due to their initial testing process. Results: o biomedical engineering was performing alaris system pm/rate accuracy testing not using the approved and documented administration set based on the asm user manual (model 8100-rcs rate calibration set) they are using a standard 1 use set (2420-0007 administration set); o biomedical engineering is not using distilled water as is called for when performing all alaris system pm testing based on the asm user manual; o biomedical engineering has calibrated alaris system lvp¿s using a standard administration set (2420-0007 administration set) based on documentation in the asm user manual the (model 8100-rcs rate calibration set) is required to perform rate calibration activities on lvp modules; o biomedical engineering runs the rate accuracy administration set through 2 (3 way stopcocks) and then 10 feet of microbore tubing prior to the fluid collection container on the scale; o biomedical engineering ran 2 rate tests with their admin test and directly to the fluid collection container on the scale (disconnected from both stopcocks and the 10 feet of microbore tubing); o this test actually resulted in 11.92 grams which was (0.17 grams) higher than the previous test that had it connected to the stopcocks and microbore tubing; conclusion: while it is possible to have some devices require calibration during annual pm, bd recommended the following: o continue to perform pm testing and advised bd senior technical practice consultant after each 10 pump module pm¿s whether they have passed or there are some that require calibration; o perform the rate accuracy and pm testing using model 8100-rcs rate calibration set; o for tests that require water, use distilled water at room temperature between 41°f and 104°f (5°c to 40°c); o only rate calibrate lvp modules using model 8100-rcs rate calibration set (rate accuracy calibration sets are valid for 60 calibrations and must be replaced after 60 uses); o do not run the rate administration set through the stopcocks and microbore tubing; o biomedical engineering initially had a concern that the most updated version of the asm software was not backwards compatible with earlier versions of module software. During the site visit, bd explained that the software is compatible with previous device software as long as the (poc) point of care software is configured correctly. All software testing was performed using the latest version of asm software v12.3.0; o there was no indication that the alaris system software upgrade to v12.1.3 was a contributing factor to the pump module rate accuracies encountered during the pm process at the customer site; o at this point it appears that the issue was due to not performing the rate accuracy testing with the appropriate test configurations as documented in the alaris system user manual.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit : if other specify, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem, medical device catalog #, medical device model # additional information : unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation, device manufacture date, imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed calibration with low flow rates out of specification. There was no patient involvement. Additional information obtained by bd representative during site visit: ¿ biomedical engineering is responsible for all pm (preventative maintenance) and repair of the alaris system devices; ¿ biomedical engineering performs some repairs, others are performed by outside agencies based on costs of services vs cost of ordering parts for repair; ¿ biomedical engineering orders alaris parts through their ordering process based on parts availability and costs; they receive parts from bd and 3rd party suppliers (this would also include 3rd party parts); ¿ the alaris system devices are due for pm in the month of march each year; ¿ the pm process is currently ongoing for the alaris system devices; ¿ biomedical engineering reports that the alaris pump modules (lvp model 8100) are failing rate accuracy testing during the pm testing below the allowable rate of 11.59 grams; o during the site visit, biomedical engineering tested a total of 6 devices; bd tested 7 devices; o 1 device was un-upgraded lvp software version 9.17.0.22 the remaining devices were upgraded to software version 12.1.2.78 lvp software version; discoveries: o biomedical engineering was performing pm testing using 2420-0007 administration sets; o biomedical engineering uses tap water to fill their IV bag; o when devices have inaccurate rates, devices are calibrated with the same 2420-0007 administration sets that are being used for pm; o during the pm testing for rate accuracy, the administration set is attached to a 3-way stopcock which is attached to a second 3-way stopcock that is attached to their pressure sensor (for patient side occlusion pressure) and lastly there is a 10-foot microbore piece of tubing is attached and run to the fluid collection container on their scale. O during testing by biomedical engineering, 4 of the 6 lvp¿s tested passed with various rates of during the individual testing of rate accuracy testing using asm software v12.3.0; o during testing by bd, 5 of the 7 lvp¿s tested passed with various rates of during the individual testing of rate accuracy testing using asm software v12.3.0; o there were some deviations between bd and biomedical engineering results as bd was using the model 8100-rcs rate calibration set for testing and biomedical engineering was using 2420-0007 administration set that they had been using for pm testing; o bd representatives were unable to observe any device that failed with a rate accuracy test lower than 11.56 grams (biomedical engineering initially reported they had seen values as low as 11.10 grams); o the one pump module displayed an initial vprm of 0.170 and was rate accuracy tested by bd the resulting values were 11.86 grams and 11.79 grams it was then tested by biomedical engineering and the resulting values were 11.70 and 11.78; o the device was then upgraded and the vpmr was again checked it was shown to be 0.170. The devices were once again tested this time just by biomedical engineering and the rate was 11.80 grams; o biomedical engineering could not actually verify with 100% assurance that the devices bd tested had failed during their initial pm testing. Biomedical engineering believed they had but they were not sure if they had failed initially, or they had just collected the devices and stopped testing due to some initial devices needing calibration due to their initial testing process. Results: o biomedical engineering was performing alaris system pm/rate accuracy testing not using the approved and documented administration set based on the asm user manual (model 8100-rcs rate calibration set) they are using a standard 1 use set (2420-0007 administration set); o biomedical engineering is not using distilled water as is called for when performing all alaris system pm testing based on the asm user manual; o biomedical engineering has calibrated alaris system lvp¿s using a standard administration set (2420-0007 administration set) based on documentation in the asm user manual the (model 8100-rcs rate calibration set) is required to perform rate calibration activities on lvp modules; o biomedical engineering runs the rate accuracy administration set through 2 (3 way stopcocks) and then 10 feet of microbore tubing prior to the fluid collection container on the scale; o biomedical engineering ran 2 rate tests with their admin test and directly to the fluid collection container on the scale (disconnected from both stopcocks and the 10 feet of microbore tubing); o this test actually resulted in 11.92 grams which was (0.17 grams) higher than the previous test that had it connected to the stopcocks and microbore tubing; conclusion: while it is possible to have some devices require calibration during annual pm, bd recommended the following: o continue to perform pm testing and advised bd senior technical practice consultant after each 10 pump module pm¿s whether they have passed or there are some that require calibration; o perform the rate accuracy and pm testing using model 8100-rcs rate calibration set; o for tests that require water, use distilled water at room temperature between 41°f and 104°f (5°c to 40°c); o only rate calibrate lvp modules using model 8100-rcs rate calibration set (rate accuracy calibration sets are valid for 60 calibrations and must be replaced after 60 uses); o do not run the rate administration set through the stopcocks and microbore tubing; o biomedical engineering initially had a concern that the most updated version of the asm software was not backwards compatible with earlier versions of module software. During the site visit, bd explained that the software is compatible with previous device software as long as the (poc) point of care software is configured correctly. All software testing was performed using the latest version of asm software v12.3.0; o there was no indication that the alaris system software upgrade to v12.1.3 was a contributing factor to the pump module rate accuracies encountered during the pm process at the customer site; o at this point it appears that the issue was due to not performing the rate accuracy testing with the appropriate test configurations as documented in the alaris system user manual.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device failed calibration with low flow rates out of specification. There was no patient involvement.